Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded non-physiologic artifacts during an atrial fibrillation (af) episode. Technical services (ts) reviewed the device data and discussed the af episode is deemed inappropriate due to artifacts seen of non-physiologic origin. Troubleshooting recommendations and advise were provided. Additional information was received. The s-ICD device and electrode were explanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded non-physiologic artifacts during an atrial fibrillation (af) episode. Technical services (ts) reviewed the device data and discussed the af episode is deemed inappropriate due to artifacts seen of non-physiologic origin. Troubleshooting recommendations and advise were provided. Additional information was received. The s-ICD device and electrode were explanted. No additional adverse patient effects were reported. The device was returned for analysis.